Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, one low and one high, out of range lv lead impedance measurements were observed on the left ventricular lead. The impedance issue was not reproducible in clinic. No intervention was performed. The patient was stable and will continue to be monitored.